Event description:
A report was received (refer to user facility report # 55c0001015-1999-5) which indicated that the device was explanted approx 4 1/2 months after implantation due to deflation and infection. A culture taken on 08/30/1999 identified the staphylococcus aureus organism. The explanted device was not replaced due to infection concerns.